Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and performed a reset during an event, with the user acknowledging overtreatment of lows leading to a roller-coaster pattern and a prior elevated glucose. The event occurred while the pump was not connected to a sensor during restart, and education on best practices to treat hypoglycemia was provided alongside a factory reset per clinical support guidance. Symptoms included hypoglycemia and hyperglycemia ranging from 68 mg/dl to 200 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment of hypoglycemia, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.